Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and then, the display went blank. The insulin pump was not exposed to moisture. Blood glucose value was 200 to 300 mg/dl. Customer stated the battery cap was damaged at the slot and during troubleshooting the customer found the battery compartment is damaged. Blood glucose at the time of the call was 394 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump powered up properly, and no failed battery test alarm or blank display was noted. All operating currents were within specification. The pump passed the self test and displacement test. The pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the lcd window.